Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had si joint pain relief for about two months, but later complained of leg pain. The surgeon determined that the middle implant may have been irritating the neuroforamen. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implant. No other implants were adjusted or removed. The status of the patient following the revision procedure is not yet known.